Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device developed a cracked touchscreen after the user likely walked into an object, resulting in a nonresponsive display that prevented unlocking or operation; the medical device problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component, rendering the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.